Event description:
A lithocatch was used during a ureteroscopy procedure in 2008. According to the complainant, the basket did not open during the procedure. Completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Though expected, the suspect device has not been received for eval, thus, the cause of the reported malfunction is currently undetermined.